Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that ar-4551 sutureloc meniscal root repair kit sutures were shredded. After drilling with the 2.4 cannulated pin and shuttling the suture lasso up the cannulated pin, the implanted was shuttled down. When the anchor portion of the implants reached the tibial plateau, it was noticed that the sheath on the mechanism that balls up was shredded. This was discovered during a meniscal root repair procedure on (B)(6) 2024. Additional information received on 9/30/2024: the sutures did not break off while in the joint. The case was completed using another ar-4551 sutureloc meniscal root repair kit. The case was delayed for about five minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.